Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera needed to be replaced. After the camera was replaced, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a presentation. It was a reported the camera was not functioning as there was a red x for the camera icon while using the application. This issue was noted outside of a procedure, and there was no patient involvement.